Manufacturer narrative:
Cartridges from the same lot were returned to animas. A visual inspection of the cartridge was performed. No damage or defects were noted. The cartridge was filled and no leaking was observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The device has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the eval has been completed a supplemental report will be filed.

Event description:
The pt contacted animas alleging that insulin was leaking from the cartridge compartment. He claimed that approximately 30-40 units of insulin leaked out of the cartridge compartment when he removed the cartridge. He claimed he has not exposed the pump to water and does not see any physical damage to the cartridge. There was no adverse event associated with this complaint; however, this complaint is being reported due to the leaking insulin issue.